Event description:
It was reported the pt's device showed a 40% volume discrepancy. The actual residual volume was 10.0 ml and the expected residual volume was 3.3 ml. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).